Event description:
It was reported that this right ventricular (rv) lead and pacemaker exhibited a high out of range pacing impedance measurement, resulting in a lead safety switch from bipolar to unipolar. Technical services (ts) advised noise was observed due to unipolar sensing configuration but there was no evidence of pacing inhibition. Ts suggested programming options. Additional information from the field representative provided the pacemaker was reprogrammed to bipolar sensing and unipolar pacing. The physician provided a lead revision would be completed during the next scheduled device replacement procedure. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a lead safety switch was trigged due to a high out of range pacing impedance measurement on this right ventricular (rv) lead. Technical services (ts) advised noise was observed due to unipolar sensing configuration but there was no evidence of pacing inhibition. Ts suggested programming options. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead and pacemaker exhibited a high out of range pacing impedance measurement, resulting in a lead safety switch from bipolar to unipolar. Technical services (ts) advised noise was observed due to unipolar sensing configuration but there was no evidence of pacing inhibition. Ts suggested programming options. Additional information from the field representative provided the pacemaker was reprogrammed to bipolar sensing and unipolar pacing. The physician provided a lead revision would be completed during the next scheduled device replacement procedure. This rv lead remains in service. No adverse patient effects were reported. Additionally, this rv lead was surgically abandoned and replaced. Other than the surgical procedure, no additional adverse patient effects were reported.